Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿broken alaris pump channel.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I received this pump and the handle was broken I replaced the handle. I ran pm on it and it would not pass a pm so I replaced the bottle sensor and still would not pass a pm. Further investigation into the pump I found the door hinge had a significant crack in it and the door was loose. I swapped out the door. It still failed the pm. I then swapped out the patient sensor and tested it again and it still failed. I swapped out the bellows today and did a pm on it and it finally passed the pressure test but the rate accuracy was off by a significant amount. I did a rate calibration and did a full pm again on this device and finally got it to pass a pm this pump is now brand new. And is in good working order I am going to return it to the floor.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿